Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because the device was not working properly and the patient experienced recurring incontinence. No components were removed or replaced; however, the surgeon resized the tubing by cutting the excess tubes on the control pump and the occlusive cuff; there was a slight bulging of the skin. The surgery was successfully completed. There were no patient complications.